Event description:
As soon as tip of bovie put in place, it split where a "seam" is located. Bovie not used. Lot number not provided as packaging discarded. Made in (B)(4), manufactured for conmed. FDA safety report ID# (B)(4).